Manufacturer narrative:
All available information was investigated, and the reported difficult to open clip was not confirmed via device analysis, however, the clip open inability was confirmed. Additionally, slack was observed in the lock line, the harness was jammed and deformed, and the clip introducer was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult to open clip was unable to be determined. The jammed and deformed harness and the lock line slack are likely a result of troubleshooting efforts. The reported clip open inability appears to be related to the observed jammed and deformed harness as the clip was previously able to open. The observed torn clip introducer is likely related to post-procedural shipping/handling as no issue was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation of the first clip it was observed that the clip had difficulty opening. Troubleshooting was performed to open it. After closing the clip, it was no longer responding to opening commands. Troubleshooting was performed but was unsuccessful. It was decided to proceed with a different clip. A second clip was prepared and advanced into the anatomy. There was a lot of difficulty in capturing the leaflets, both simultaneously and independently. After several attempts, the patient presented an arrhythmia, and the clip, which had not yet been released, detached from the posterior leaflet. At this point, damage to the posterior leaflet tissue was observed. The clip was reopened to reposition it more medial on the valve. The clip was implanted in the centro-medial position, reducing the mr, leaving a residual lateral jet to the clip. We proceeded with the implantation of a second clip, which reduced the lateral jet and the physicians decided to end the procedure with a satisfactory reduction of mitral regurgitation, from 4+ to 2+. Upon device return, it was found that the clip introducer of the clip delivery system was torn.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation of the first clip it was observed that the clip had difficulty opening. Troubleshooting was performed to open it. After closing the clip, it was no longer responding to opening commands. Troubleshooting was performed but was unsuccessful. It was decided to proceed with a different clip. A second clip was prepared and advanced into the anatomy. There was a lot of difficulty in capturing the leaflets, both simultaneously and independently. After several attempts, the patient presented an arrhythmia, and the clip, which had not yet been released, detached from the posterior leaflet. At this point, damage to the posterior leaflet tissue was observed. The clip was reopened to reposition it more medial on the valve. The clip was implanted in the centro-medial position, reducing the mr, leaving a residual lateral jet to the clip. We proceeded with the implantation of a second clip, which reduced the lateral jet and the physicians decided to end the procedure with a satisfactory reduction of mitral regurgitation, from 4+ to 2+. Upon device return, it was found that the clip introducer of the clip delivery system was torn.